Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller states they are doing interstim x implant and getting impedance issues. The caller states they wiped down lead and re-inserted, etc. And the opted to try a different ins but they are getting same result. Tss reviewed in most instances a new ins will not resolve an impedance issue. The caller states the primary issue is around the case. The caller noted seeing 4000 ohms for some case values. Another rep also was on the line and reviewed that they saw 50 ohms on the case values. Tss reviewed case impedance considerations and noted the fca regarding 50 ohms. Tss reviewed caller could consider testing on viable contacts for motor response. Cause was not determined. No symptoms reported. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the impedance issue on the second ins was space in the pocket. On the same day of the case once the patient was closed and flipped over all impedance issues resolved and were within normal range(green). The issue was confirmed resolved.

Manufacturer narrative:
Analysis of the returned ins (B)(4) revealed visual examination revealed a punchout hole in the setscrew grommet; however, testing of the programmable features and output ranges determined that the implantable neurostimulator (ins) was functioning normally. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.